Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) due to pending legal action, analysis was not performed.

Event description:
It was reported that during the right ventricular lead implant attempt, the physician had difficulty placing the lead through the introducer and after multiple attempts, the coil looked stretched. The lead was not used and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.